Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). Device evaluated by MFR.: the device was not returned. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery(lcx). A synergy stent was implanted in the proximal lcx. A 3.50 x 20 synergy stent was then advanced, however, the device was unable to cross the lesion and the tip of the stent struts were noted to be deformed. The device was removed and the procedure was completed with a 3.0x20 synergy stent. No patient complications nor injuries were reported.